Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). The pump passed analysis testing and met specification. (B)(4).

Event description:
It was reported that the volume discrepancy occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The specific volumes were not provided. However, it was reported that at the last three of the refills the volume was less than 4 milliliters (ml) off. The health care provider (hcp) reported that the volumes were off between 2-4 cc. As a result, the pump was prematurely explanted and replaced. The cause was of the discrepancy was not known. There were no stalls in the logs and possibly a dye study performed. The catheter was deemed ¿ok¿ and only the pump was replaced. No symptoms were reported and no patient injury. The hcp stated the patient had a lot of psycho-social issues that were not related to the pump and the hcp felt they were not reportable. This device system delivered fentanyl, hydromorphone and bupivacaine. The patient was currently reported as ¿good¿ and there were no further issues. Should additional information be received a supplemental report will be filed.